Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked. During "patient infusion" the transfer set "would not close properly (the twist clamp) so even when it was fully closed or at least appeared to be as closed as it would go there was fluid leaking from the catheter". The nurse "recapped" the set then "uncapped it again to connect; pd fluid continued to leak from the catheter".there was no loose connection or damages noted. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b7: added date the transfer set was placed on the patient (omitted on initial). H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted broken occluder feet. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.